Event description:
A customer reported experiencing frequent and recurring occlusion issues, indicated by alarms. The impact on the customer¿s blood glucose level did not result in values exceeding 500 mg/dl or readings of "high" on the cgm. To resolve the occlusion events, the customer acknowledged the alarms, broke up boluses, and resumed insulin administration. Csa to replace pump, customer will continue to use current pump for insulin delivery.